Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side recall and rupture. Further reported was "intrauterine carcinoma of breast" which has been deemed not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in anterior side assessed as surgical damage and other pattern broken in posterior side assessed as unidentified (tear) opening (shell thickness within specification). Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Cancer brest-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Missing shell assessed as inconclusive.

Event description:
Patient reported right side recall and rupture. Further reported was "intrauterine carcinoma of breast" which has been deemed not device related. Device has been explanted and replaced.